Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspection was conducted and confirmed the reported mix-up. A review of the manufacturing records identified no nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the complaint investigation, the reported mix-up is related procedural circumstances as it is likely occurred at the account. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that a 2.5 x 15 mm rx trek balloon device catheter (bdc) was selected for use; however, a 2.5 x 20 mm bdc was found inside a labeled 2.5 x 15 mm rx trex bdc box. The issue was discovered after unpacking, and therefore the device was not used in the patient. The procedure was successfully completed with another unspecified device. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.